Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E66862) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation , general abnormal bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, migraine. Discrepant information about date of insertion : (B)(6) 2017 (as per pfs ) and (B)(6)2018 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: right occlusion only, perforation.. Batch no e66862 production date 2015-10-28 expiration date 2018-10-28 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E66862) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation , general abnormal bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, migraine. Discrepant information about date of insertion : (B)(6) 2017 (as per pfs ) and (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: right occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number was added, essure insertion date and removal date were updated,reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation , general abnormal bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, migraine. Discrepant information about date of insertion: (B)(6) 2017 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: right occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: uterine perforation, general abnormal bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, migraine were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report